Manufacturer narrative:
This device was not returned at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to an infection that was not cleared with antibiotics. No additional adverse patient effects were reported.